Manufacturer narrative:
D9: date returned to mfg.: 8/11/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿alarms system failure-force sensor bridge test" was confirmed. The pump produces force sensor alarm at power up. Diagnostics show force sensor is unresponsive. Internal inspection found force sensor cable was disconnected from the plunger printed circuit board (pcb) as the probable cause. Reconnected force sensor cable to plunger pcb and recalibrated all sensors. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a force sensor bridge test error. There was unknown patient involvement, no patient injury was reported.